Event description:
The pt reported elevated blood glucose readings of up to 490 mg/dl. Symptoms are cramps, frequent urination and thirst and she treated her readings by injecting 12 units of insulin. She stated, she has been using the standard bolus feature on her insulin infusion device. During troubleshooting, it was discovered the pt has not been pressing the check button twice to confirm the bolus delivery, so she has not received any boluses for 24 hours. The pt was instructed to go through the standard bolus procedure properly and she confirmed her infusion device delivered the bolus. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.